Event description:
Reporter indicated that pt went to the emergency room in 2002 because they could not feel their left arm and neck area. The pt's ncp system was programmed to off. It was later reported that the pt experienced stabbing pains at the generator site and that as a result, the generator was programmed to off and later replaced. Following generator replacement surgery, the pt continued to complain of pain at the generator site after awakening from anesthesia. The pt's lead was then also replaced on that same day as the physician believed that the lead may have a crack in the silicone housing despite device diagnostic test results that were within normal limits, indicating that the device was functioning properly. Following lead replacement surgery, the pt is reportedly doing fine with no complaints.